Event description:
It was reported that the customer experienced a high blood glucose level of 500 mg/dl on (B)(6) 2014. Insulin was not being delivered, therefore, there was an absence of a no delivery alarm. The customer corrected her high blood glucose level with a manual injection. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).